Event description:
It was reported that customer is experiencing low blood glucose levels. Customer stated that the sensor on the insulin pump is not in sync with the reservoir and is pushing out the insulin. Customer's blood glucose reading was 43 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.